Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted one dent along the shaft. The unit was actuated and all clips loaded and closed properly. The unit was disassembled, internal component damage was found. The root cause of the improper clip loading was caused by the interference within the internal components. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical recently implemented device improvements which are intended to reduce the potential for this type of incident to reoccur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clip applier misfired several times, continued to use." Patient status - "ok."